Manufacturer narrative:
An investigation is currently underway. Upon review, the results will be forwarded.

Event description:
It was reported to covidien on 06/12/2009 that a customer had an issue with a sequential compression tubing set. Customer states that the pt developed compartment syndrome after a thoracic surgical procedure.